Event description:
The third-party service center received a remstar pro c-flex+ device as part of the uno recall process with no initial alleged complaint. During the evaluation, the field service engineer identified multiple error codes and observed visible dirt and dust, as well as deteriorated foam in the device. In conclusion, the device was scrapped per the customer's request after the evaluation was completed.